Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5037638) in united states on 31-oct-2014 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008. Within one month, she started experiencing extremely heavy menstrual bleeding, abdominal pain, serious crying spells, depression, mood swings. At the time, she did not attribute the issues to essure, but to possible perimenopausal symptoms. The crying, depression, mood swings were very severe and required psychiatric attention. She was placed on over ten different medications, non helped, some made symptoms worse. For several years, she experienced the symptoms and went to various mental health professionals, gynecological doctors. Nothing was ever mentioned concerning essure. The symptoms were so bad, she became suicidal. On (B)(6) 2013, she had essure removed. After removal, her mood swings were gone, episodes of rage, physical symptoms, abdominal and leg pain. Consumer assessed the case as other serious (important medical events); however did not specify it. No further information was provided. Ptc investigation result was received on 19-nov-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to u.s for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and became suicidal. The event is serious due medical importance and unlisted in the reference safety information for essure. Women have high risk for developing depressive disorders. Several biological processes are thought to be involved in the predisposition of women to depression, including an undue sensitivity to hormonal fluctuations in brain systems that mediate depressive states (particularly in premenstrual syndrome, pregnancy and menopause). Depression or some depressed mood is predicted with essure use, however; neither major depression, nor suicidal ideation is expected. In this case, the consumer was in perimenopause and presented heavy menstrual bleeding, abdominal pain, serious crying spells, depression and mood swings, which started one month after device insertion. The symptoms were so bad, she became suicidal. Besides, after essure removal, the mood swings, rage, abdominal pain and leg pain were gone (positive dechallenge). Although pre-climacteric syndrome could be an alternative explanation for the event, the patient had improved after device removal, so causality with essure cannot be excluded. Since an intervention was required to remove the devices, the case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information has been requested.

Manufacturer narrative:
Follow up 13-aug-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0248, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted. Consumer reported that she had essure implanted in 2008 and within 1 month she experienced excessive bleeding, cramping, brain fog, brain zaps, fatigue, headaches, severe depression and suicidal thoughts, pelvic pain, back pain, and more. In the first 4 months she had an EKG (interpreted as electrocardiogram) which showed ischemia which resulted in an immediate stress test. Her depression was so bad she attempted suicide. She mentioned that for 5 years she suffered the horrendous symptoms above, and many more. Her teeth began to rot out and she had to have teeth pulled, crowns, and cavities. Consumer had essure coils surgically removed in 2013. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and within one month started experiencing abdominal pain/cramping. She also had severe depression and suicidal thoughts, became suicidal and attempted suicide. She had an electrocardiogram which showed ischemia. Essure was removed 5 years after insertion. These events are serious due to medical significance. Abdominal pain/cramping is a listed event in the reference safety information for essure, the other events are unlisted. Abdominal pain and cramping may occur after essure insertion. In the present case, this event started within one month after insertion and resolved after essure removal. Therefore, causality with the suspect insert cannot be excluded. After essure insertion, a woman may regret her decision to undergo permanent sterilization and experience mild depression; however neither major depression, nor suicidal ideation is expected. Women have high risk for developing depressive disorders. Several biological processes are thought to be involved in this predisposition. In this case, consumer reported her depression started after essure insertion and after device removal her mood swings were gone. Therefore a contributory role of essure cannot be excluded. Regarding myocardial ischaemia, given the pathophysiology of this event and considering essure's local action in the fallopian tubes, causality was assessed as unrelated. Since an intervention was required to remove the devices, the case is regarded as incident. Based on available information there is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Correction due to internal review on 17-feb-2017: this report # (B)(4) (and a second report duplicate # (B)(4)) are duplicates/follow ups to record# (B)(4) (initial case report) and therefore both records ((B)(4)) will be deleted, record (B)(4) will be retained. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and within one month started experiencing abdominal pain/cramping. She also had severe depression and suicidal thoughts, became suicidal and attempted suicide. She had an electrocardiogram which showed ischemia. Essure was removed 5 years after insertion. These events are serious due to medical significance. Abdominal pain/cramping is a listed event in the reference safety information for essure, the other events are unlisted. Abdominal pain and cramping may occur after essure insertion. In the present case, this event started within one month after insertion and resolved after essure removal. Therefore, causality with the suspect insert cannot be excluded. After essure insertion, a woman may regret her decision to undergo permanent sterilization and experience mild depression; however neither major depression, nor suicidal ideation is expected. Women have high risk for developing depressive disorders. Several biological processes are thought to be involved in this predisposition. In this case, consumer reported her depression started after essure insertion and after device removal her mood swings were gone. Therefore a contributory role of essure cannot be excluded. Regarding myocardial ischaemia, given the pathophysiology of this event and considering essure's local action in the fallopian tubes, causality was assessed as unrelated. Since an intervention was required to remove the devices, the case is regarded as incident. Based on available information there is no reason to suspect a causal relationship to a potential quality deficit.